Manufacturer narrative:
Correction is being made to previously submitted initial report with g3 date of 07/03/2025 which was not late. Upon further review, it has been determined that the event is not a reportable malfunction. The initial report was submitted in error as it could not cause or contribute to death or serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scratched distal lens and broken cold light fibers. The issue occurred during an unspecified procedure. There were no reports of patient harm.